Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of the same reference-batch. About (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested one of the closed samples received and no curling has been observed. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. As indicated in the supramid instructions for use: "when working with suture materials great care must be taken to ensure that the use of surgical instruments, such as tweezers and needleholder, does not lead to damaged by pinching or kinking". Final conclusion: complaint is not justified. Although the results of the samples received fulfill the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
According to the information provided by our customer several products have curled up when unpacking. Furthermore they have had problems as some of the threads have torn off easily.